Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was intermittently non-functional. The cause for the defective response button was a crease in the response button cable. The root cause for the creased cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A reportable device malfunction was found during servicing of a monitor sn (B)(4) which was returned for an unrelated reason.